Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a trellis device. The customer reports the catheter was inserted over a guide wire into the patient. The physician then attempted to inflate the distal catheter balloon; however it failed to inflate and contrast leaked out. The catheter had been prepped per the IFU. Another device used successfully.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.